Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event and patient information with no customer response. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient has been hospitalized on four occasions due to high bg's.